Event description:
A distributor reported that a customer's pump battery would not charge despite using both the original and different charging equipment. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was instructed on how to prepare it for return. The customer will continue using the current pump until the replacement is received.